Manufacturer narrative:
H3 other text : device is currently under investigation.

Event description:
A lifevent200 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device at the third-party service center, the unit was identified with defective parts and error codes were found in the ventilator's downloaded error log. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.